Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the stent delivery system (sds) during removal of the stylet wire and the protective sheath. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. The protective sheath and stylet were returned. The stent implant was returned dislodged and completely separated from the stent delivery system. Both the proximal and distal ends of the stent implant were crushed. No other damage to the stent implant was noted. Due to the damage to the stent, the stent outer diameters could not be measured. The inner diameter of the protective sheath was measured and was within manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged during removal of the stylet and protective sheath. Results from quality assurance analysis confirmed a protective sheath, stylet, and a dislodged stent were returned. The inner diameter of the sheath was within manufacturing criteria; however, the stent outer diameters were unable to be measured due to the crushed distal and proximal ends. The damage to the stent was not reported and likely occurred during the packing/shipping of the device back to abbott vascular for evaluation. Unfortunately, the sds was not returned for analysis, which would have aided in the investigation. A conclusive root cause cannot be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.